Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft-bearing.

Event description:
Information was received from the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal morphine 20mg/ml at 10.994mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and post lumbar laminectomy syndrome. It was reported that on (B)(6) 2015, the patient heard an alarm and had withdrawal symptoms, so they went in to get the pump checked. An active motor stall was seen at interrogation. No MRI was reported. The manufacture representative stated that the pump replacement procedure was today ((B)(6) 2015), and he would be returning the pump for analysis along with the telemetry strips from the last 2 interrogations. Additional information received from the health care provider (hcp) reported that the patient was hospitalized, managed medically for withdrawal symptoms. The pump was explanted on (B)(6) 2015, and replaced with a new pump. The cause of the motor stall was not determined, but seemed to be a primary hardware failure. The alarm and motor stall was resolved. The manufacture representative indicated that the pump had dropped in a return box at the hospital, and they would be returning the pump. It was later reported that the device was returned, and logs indicated that the morphine rate was 0.122mg/day. The estimated eri was at 13 months. The logs indicated that the stall did occur on (B)(6) 2015 20:45 with no recovery. If additional information is received this report will be updated.